Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed the ins ¿picked up¿ because she is sitting on it and it was affecting her spine. The patient said she can¿t sit down because it hurt so bad, and her bowel movements were affected. Initially, the patient blamed the issue on weight loss and stated she lost about 40 pounds. The patient had a replacement for normal battery replacement and the new ins was placed too low and that is why the patient is ¿sitting¿ on it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had the battery changed and when they put the battery in, it was put in low (in the patient's rectum). The patient's stimulator is down in her hip and it causes her trouble sleeping. She noted that there are nights where she goes through 24 hours and can't even sleep. The patient did have trouble having a bowel movement to the point where she had to use gloves, vaseline, and the bowels were soft because the patient had taken laxatives. The patient had thought that she was constipated since this started. And she had to do everything including digging the bowel out. The battery was changed in (B)(6) of 2017, and since then, the patient has been in pain, and has been trying to get the implant taken out and put somewhere else. The patient noted that she doesn't want to get rid of her stimulator because it's what keeps her going because her back hurts her. The patient made an appointment for (B)(6) 2018 to see another doctor regarding the implant. The health care provider indicted that he would not move the device for the patient, so the patient was looking to find another physician who would. Additional information received on (B)(6) 2018 from a consumer regarding the patient indicated that the bowel movement issues that she has have been resolved by taking supplements to help make her more regular and not constipated. She did not think that this was related to her stimulator, as the time that she mentioned previously was a one-time occurrence. There were no further complications reported.

Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and non-malignant pain. It was reported that the patient needed an MRI but the implantable neurostimulator (ins) was dead and needed to be replaced. It had been over a year since the patient had charged the device. The consumer reported that the ins had been implanted so low down in their hip that they felt stimulation in their legs instead of their back. No further complications were reported.